Event description:
The customer reported this ventricular lead was capped due to non-capture. A new lead was implanted. No adverse pt effects were reported. The lead was actively implanted for approx 1 yr.

Manufacturer narrative:
The lead was capped and replaced with no adverse pt effects reported. Therefore, it wil not be returned for analysis, and as a result, the allegations against this lead cannot be confirmed. The event will be re-evaluated if add'l info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.